Event description:
It was reported that high pacing impedance was observed after connecting the left ventricular (lv) lead to the device during the implant procedure. The set screw was loosened to allow the lead to be fully inserted, however the issue persisted. The device was not used, and a new device was implanted to resolve the event. The patient was in stable condition.